Event description:
Pt presented to the emergency room with weakness. Pt's blood glucose was tested on the suspect device and it was 62 mg/dl. Within 5 minutes a laboratory sample was drawn. The pt was treated with 1 ampule of glucose. Laboratory result came back with pt's blood glusose of 185 mg/dl. No other treatment was given.